Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. There was no reported adverse impact to the customer. The customer declined to provide further information to tandem technical support and declined troubleshooting assistance, therefore no additional information could be obtained. Reportedly, customer continued to use the pump for insulin therapy.